Event description:
Non-sterile saline- sodium chloride, 0.9% (w/v), isotonic solution - manufacturer ricca, lot # 2307g17 expiration date 6/2025 - was used on tissue specimens in the microbiology lab, which resulted with burkholderia cepacia. This finding is suspected to be a contaminate. The in use saline and non-opened saline was cultured, resulting in burkholderia cepecia x2. Scant growth of burkholderia cepacia. Reference report #mw5153963.